Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from received from a healthcare professional (hcp) via a manufacture representative (rep) about a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had pain at the implant site. It was unknown if there were any environmental, external patient factors that may have lead or contributed to the issue. The rep stated that surgery was planned for (B)(6). The rep noted the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.